Manufacturer narrative:
This device is not distributed in the united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video colonoscope ec38-i10cf2. In the event reported the user stated that there is no video image and there is moisture under the lense visible. This defect was detected in the operating room before use. There is no adverse event reported with this complaint. No additional information was provided.